Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock impedance was high but within range at 135 ohms. Office testing found noise in all three sensing vectors. Technical services discussed verifying the electrode integrity. There were no additional adverse patient effects. The system remains implanted.